Manufacturer narrative:
Correction information: d8:yes. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The nurse found that there were stripes on the screen of the image during inspection, so they stopped using and contacted the manufacturer's engineers for repair. There was no report of patient harm. This event occurred at the time of during inspection.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.